Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The vessel was described as mildly tortuous and moderately calcified. The vessel was predilated with a 3.0mm maverick balloon. The physician attempted to advance a 3.0x24mm liberte' bare metal stent but encountered difficulty crossing the lesion. Once the device was removed, it was noted that the stent was bent in the middle. The procedure was completed with another 3.0x24mm liberte' stent. No pt complications occurred. Pt status is satisfactory.